Event description:
It was reported that the system was explanted due to infection. Externalized conductors were noted on the lead via fluoroscopy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records a partial lead with the distal tip measuring 50.5cm was returned for analysis. External insulation abrasion was found at 8.1-9.5cm from the tip consistent with friction to another device. Internal insulation abrasion was found at 29.9-29.3cm from the distal tip. The etfe coating was intact at both locations.